Event description:
A report was received that the patient¿s non device related illness¿ symptoms was made worse when the stimulation was on. The patient will undergo explant procedure.

Event description:
A report was received that the patient¿s non device related illness¿ symptoms was made worse when the stimulation was on. The patient will undergo explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure. The physician believed that there was no correlation between the device and worsening the symptoms of the patient's non-device related illness.